Event description:
Information was received indicating that the cadd legacy 1 pump failed accuracy by -15.00 percent. There was no patient involved.

Manufacturer narrative:
Other, other text: h10 ? Device evaluation results: one cadd legacy 1 pump was returned in used condition. Three separate delivery accuracy tests were performed. The customer concern regarding the failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. No fault was found with the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The exoylsir assembly was replaced to bring the nominal value closer to range.